Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patients ipg was turning off on its own. Patient also experienced pain at shoulder and chest, muscle spasms and cramping. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted and replaced to address the issue.